Manufacturer narrative:
The device was received not deployed. The download data indicates that the pod completed its first priming sequence and then it was subsequently deactivated by the user, resulting in the cannula to not deploy. Device was returned in pod state 15 confirming the device was deactivated. No damages or defects were observed that would result in the device not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated. This indicates a needle mechanism failure. The pod was worn less than an hour.